Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman laa closure device & delivery system (wds) was deployed and fully recaptured and a 27mm closure device was implanted. Effusion sweeps were preformed after the full recapture of the 24mm closure device and after release of the 27mm closure device. No effusion was noted following the procedure. Routine transthoracic echocardiogram the next day, about 16 hours later, revealed the circumferential effusion. At this time, the patient was on aspirin. The patient's pressure dropped and a perforation and tamponade were noted. A subxiphoid pericardial window and drain removed 300cc of fluid. At the time of reporting, the patient was expected to fully recover.